Event description:
The customer reported that his olympus evis exera iii video system center was unable to activate nbi mode and was instead displaying an e220 communication error during a diagnostic procedure. According to the initial reporter, the procedure was completed using another system without any harm to the patient. During the device evaluation, it was discovered that the unit was also displaying a b40 scope communication error. This report is being submitted to capture the b40 scope communication error found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial device evaluation, as noted, a b40 scope communication error was present due to a defective computer board. This defective computer board also confirmed the user¿s report as it was causing the nbi mode failure as well as the e220 error message. A flat cable was found corroded and the receptacle was found loose and will require replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Updated fields: h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error (b40) or the defective printed circuit board. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, as stated previously, it is still possible that the issue occurred because of a faulty circuit board. Olympus will continue to monitor field performance for this device.